Manufacturer narrative:
The handpieces will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A facility reported 3 cases of toxic anterior segment syndrome (tass). Add'l info was received from a nurse indicating they have only two cases of tass. She stated, they have changed quite a few of their procedures and are flushing their handpieces at the very start of each case, prior to use by the surgeon. The nurse additionally stated their task force will review the sterilizer filter cleaning and analysis of their water. A site visit is scheduled for (B)(6) 2010. A returned questionnaire indicates that the tass has resolved in this particular pt.